Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2011.

Event description:
Procedure type: low anterior resection. According to the rptr: the rep was present for the case. (B)(6), pa, closed the stapler and then opened it so the bowel could be slightly rotated. The tissue rotated freely and was easily repositioned. Upon re-closing the stapler, a noise was heard during the last or 2nd to last handle knob rotation (1/2 turn). I asked (B)(6) to open the stapler slightly to ensure it would move freely; he rotated the knob two and 1/2 turns and then closed it again. No noises or issues were encountered and the stapler opened and closed easily. (B)(6) fired the stapler per IFU instructions (plastic to plastic, heard and felt click/crunch, replaced safety, etc). Upon inspection of the donuts, the proximal donut appeared intact upon removal, but fell apart upon being touched. During an air leak test, the anastomosis leaked. Dr. (B)(6) sutured the leak and retested; there were no air bubbles. Surgeon sutured the anastomosis where the leak was detected. Approx 40 minutes add'l case time to suture and retest anastomosis.